Event description:
Info rec'd indicates the trendelenburg function is not working on the bed.

Manufacturer narrative:
The technician found the trend assembly was missing. He replaced the trend assembly and related hardware to repair the bed.